Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. "One week post-procedure when she presented with fever and pain. Her exam was unremarkable and no fever was recorded. For a presumptive diagnosis of endometritis she received a dose of intravenous ceftriaxone and a 7 day course of oral doxycycline. A CT-scan was negative; cultures were also negative. She presented again about 2 weeks later with fever to 103°f. She was admitted to the hospital and started on intravenous broad spectrum antibiotics. An ultrasound was suggestive of tissue within the uterine cavity measuring approximately 2.5cms. Her exam was notable for a malodorous discharge from the uterine cavity. She was continued on antibiotics and improved".